Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) walked the surgeon through removing the endoscope, adjusting the base, and clearing guided tool change before reinstalling the endoscope. The surgeon reported that the motion returned to normal afterwards. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a non-intuitive motion was encountered. The technical service engineer (tse) walked the surgeon through removing the endoscope, adjusting the base, and clearing guided tool change before reinstalling the endoscope. The surgeon reported the motion returned to normal. The procedure was completing as planned with no reported injury.